Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis, manifested by abdominal pain, fever and cloudy effluent. The cause of peritonitis was the hp had reused their cassettes. The hp was treated with vancomycin and gentamicin (dose, route, frequency unknown). The hp was re trained and was reported to be recovering.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed not to reuse single use products when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.